Event description:
Healthcare professional reported patient developed left side capsular contracture, baker grade IV. A few years later, patient developed "skin lesions on the breast and...was treated as cellulitis with no improvement," "inflammation." Device was explanted "and it was reported that an intact capsule was entirely resected." Healthcare professional also reported "heavy draining fluid" and "drains inserted for 31 days" post-surgery. Patient was diagnosed with cd30+/alk- bia-alcl, "pathologic t4 staging" on cervical biopsy. Healthcare professional reported "hypermetabolic soft tissue nodules/masses along the periphery of the left breast capsulectomy bed in keeping with biopsy-proven lymphoma. Mildly avid left axillary nodes are favored reactive in the setting of recent surgery" diagnosed on pet/CT. Patient was treated with clindamycin for the cellulitis.

Manufacturer narrative:
Continued d.10 concomitant therapies: escitalopram, gabapentin, liothyronine, magnesium aspartate, rosuvastatin, thyroid desiccated, zinc sulfate, zolpidem. Continued h.6 clinical codes: e0307 seroma, e0308 swollen lymph nodes/glands. Continued h.6 health effect impact codes: f2201 biopsy, f2203 imaging required, f2303 medication required. The events of cellulitis, capsular contracture, baker grade IV, bia-alcl, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis, capsular contracture, baker grade IV.